Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented to the hospital for a dual chamber pacemaker implant. During the procedure, the atrial lead exhibited low impedance. An insulation anomaly on the lead was also observed. The lead was not implanted.